Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2015 for an abutment exchange under general anesthesia. Post operatively, the patient was prescribed antibiotics due to pus and crusting at the time of the procedure. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.